Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemic event on 04 feb 2026 and was treated with insulin via pump. The blood glucose was high for three to two hours.